Event description:
It was reported that patient experienced an infection at the lead site. As a result, surgical intervention was undertaken wherein both leads were pulled out at an unknown date to address the issue. Patient was given oral antibiotic; the infection has since resolved.

Manufacturer narrative:
Date of event is estimated. Attempts were made to get complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.